Manufacturer narrative:
Vyaire medical file identification: (B)(6). H10:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.during testing, it was discovered that the uut has an internal component failure that results in power board failure and uut cycle reset. As a precaution, the main board was replaced with a fan and a turbine. The uut will be forwarded to factory service and processed. Replace materials as necessary, rework to the current configuration, calibrate, and retest in accordance with the requirements and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 2200 was received from repair, but the problem had reoccurred during the incoming inspection, the ventilator had lost its power and stopped operation. Furthermore, there was no patient associated with the event.